Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that during a lumbar hardware removal of a competitors construct at l4-l5, the surgeon used the hexalobe driver to remove the screw and the tip of the driver broke. The hexalobe driver twisted where the tip of the driver broke off into the cap of the screw. The broken fragment was retrieved. During screw removal, the tip of the hex driver stripped. The surgeon was able to use various instruments to complete the procedure with no further problems.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received with the tip of the hex driver end broken, damaged, and twisted. The evaluation indicates the reported failure is not associated with the manufacturing processes. Product developmental evaluation reports the returned instrument matches the complaint description. The tip of the driver is sheared, and the remaining tines are twisted in a manner consistent with counterclockwise torque application. There is discoloration was observed on the shaft of the part, the discoloration was not close to the location of fracture. Therefore, the discoloration did not contribute to the failure mode. The fragment was not returned. The instrument was used to remove an unknown non-synthes implant. Therefore, the torque required to remove the implant is unknown, and it is also uncertain if the proper driver was used. Based on the complaint description, another instrument with a different tip was also damaged while trying to loosen the implant. This complaint is considered indeterminate from a design perspective. A review of the device history record did not show conditions that could have contributed to the reported event.